Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with the pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This ra lead remains in-service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that there was loss of capture (loc) with high capture thresholds on the atrial lead. Reprogramming was performed and the atrial amplitude is at 3v. The patient was going to be seen in clinic for further discussion on the atrial lead. Patient denied any injury or fall. No adverse effects were reported.

Event description:
It was reported that the patient with the pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This ra lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the procedure of this lead and impact on the patient. This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with the pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This ra lead remains in-service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that there was loss of capture (loc) with high capture thresholds on the atrial lead. Reprogramming was performed and the atrial amplitude is at 3v. The patient is going to be seen in clinic for further discussion on the atrial lead. Patient denied any injury or fall. No adverse effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.